Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged couple device was broken, and the resolution was inadequate. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to the video cable section was damaged, the outer joint on the light socket was unscrewed. Additionally, due to the broken charged couple device, the resolution was inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video optik experienced water in light socket, outer joint on light socket was unscrewed, water has gotten on the inside on the glass during an unspecified procedure. There were no reports of patient harm.